Event description:
During a routine dental cleaning using the flight dental operatory package, the water supply to the built-in ultrasonic scaler stopped working and the patient felt heat from the ultrasonic insert. A burning smell was noticed and the unit was turned off and unplugged. Ware state prison. See scanned page.